Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fungal/bacterial infection. The patient was hospitalized. The patient¿s stomach was drained and the patient was treated with antibiotics. The patient was recovering and would be sent to a nursing home where they would transition to hemodialysis. Further information surrounding the infection and hospitalization is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set/ stay safe cap and the patient¿s bacterial/fungal infection. While it was alleged the liberty select cycler caused the patient s¿ infection; there is no objective evidence of a liberty select cycler products issue or malfunction associated with the reported event. At this time, the liberty select cycler has not been returned to the manufacturer for further investigation; no serial number for the device was not provided. Therefore, it is unknown to what extent, if any, the liberty select cycler was related to the patient¿s infection, currently, there have been no reported fluid leaks associated with the patient¿s infection in the file. The exact cause of the patient¿s fungal bacterial/ infection cannot be determined with the limited information. It is well documented that patients with renal failure are particularly susceptible to infection due to the disease process effects on the immune system.